Manufacturer narrative:
Date sent to the FDA: 4/13/2022. Additional b5 narrative: it was reported that the patient experienced nausea following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted ¿dense adhesions between the omentum and small bowel and the abdominal wall mesh. The lysing of adhesions and dissection of the mesh from the small bowel, colon and omentum took approximately 1.5 hours to complete. The resected mesh was then removed from the abdomen and the area of desterilization of the small bowel was repaired.¿ it was reported that the patient experienced severe pain,. No additional information is provided.